Event description:
It was reported that during an implant procedure, this insertable cardiac monitor (icm) could not be implanted due to a battery alert issue classified as a non-product performance reason. In the same procedure, a new device was successfully implanted and is functioning properly. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.